Event description:
Consumer states that while using the product, the brush head has broken two of his molars.

Manufacturer narrative:
This report has not been confirmed by a medical professional. Consumer claimed that use of the power toothbrush head caused him to break or chip two molars. Dental experts conclude that the force of a power toothbrush head will not break a healthy tooth, and the tooth has to be somehow compromised in order for this to happen. The manufacturer is continuing efforts to obtain the product and further information. However, unless additional information regarding the event is received, or the device is returned for investigation, this incident is considered closed.